Manufacturer narrative:
Neither the device or any x-rays could be provided for evaluation. A partial tendon rupture is evident from the images provided. The surgeon stated that the screws were not prominent. The exact cause of the reported issue could not be determined.

Event description:
It was reported that an anthem volar plate was removed due to the rupture of the patient's fpl.